Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, a lead dislodgement was noted. A procedure was performed to successfully reposition the lead. One day after the procedure, higher than normal thresholds were noted, however all other diagnostics were normal. No adverse patient effects other than the additional procedure were reported.